Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided, therefore, the device history records for this device lot number could not be reviewed. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use, and handling of the device. Based on the information received, the source of the reported particulate could not be confirmed. MFR# reference: (B)(4).

Event description:
It was reported that during a cataract plus trabecular micro bypass stent system procedure, the surgeon observed a glistening dust upon removal of the stent injector. During a follow-up examination, the reported foreign particulate was visible on the iris without impairing the patient¿s vision. Additional information is being requested.